Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 41 months ago. Aneurysm and vessel morphology are unknown. Approximately three weeks ago it was reported that the stent graft migrated distally and was 8mm from the lowest (left) renal artery and that there was a proximal type I endoleak present. The decision was made to implant a 28mm diameter aneurx aortic cuff and successfully resolved the migration and the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (likely anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related).